Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body; the insert chip was identified. The reported separation between the female connector and main body was verified. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The connection between the female connector and an in lab patient connector was performed with no issues noted; therefore the reported connection issue to female connector was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of the homechoice disposable set. After therapy, the patient was attempting disconnect from the patient line when they realized that the female connector and the main body of the transfer set kept twisting and failed to disconnect from the patient line. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.